Manufacturer narrative:
Additional information was received that a second valve was not implanted as was previously reported in medwatch 2025587-2019-00317. There was no treatment reported and only one valve was implanted in the patient. The additional information renders the event not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted and a second valve was implanted. No additional adverse patient effects were reported.